Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received his scs system on (B)(6) 2011. It was reported the patient was in pain and needed to be reprogrammed. Follow up revealed the patient is scheduled with his physician for an appointment. No further information is available at this time.